Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on november 10, 2021, it was found that the coating of the insertion tube of the subject device had been partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.omsc could not review the device history record of the subject device because the storage period of the device history record of the subject device has expired. The exact cause of this event could not be conclusively determined. However, there was possibility that the reported phenomenon was attributed to the stress during use, the external factor and/or the user handling.